Event description:
Customer reported he was hospitalized due to high blood glucose. Customer stated he had to be transferred to another hospital to get insulin drip for half a day. Customer stated he attempted to get back on the insulin pump and used two different sets and both caused him to back up. Customer's doctor advised him to go back to manual injections and to get the device exchanged. Customer stated prior to hospitalization customer was having issues with rewinding it. Customer declined troubleshooting. Customer's blood glucose was 525 mg/dl at the time of admission. Customer was wearing the device at the time of admissions. No further information reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with cracked reservoir tube lip and cracked battery tube threads.